Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total hip to address adverse local tissue reaction. Treatment: metal femoral head and metal acetabular liner revised. Medical records received were reviewed. Revision operative notes indicate the patient received a head and liner revision due to adverse reaction to metal debris (armd). Upon entering the joint: the surgeon encountered a large grey-colored effusion under pressure. There was a periarticular rind of necrotic tissue that was thoroughly debrided. There was extensive corrosion on the stem trunnion and taper of the head. There was acetabular and femoral osteolysis. The cup was well-fixed and retained. The stem was well-fixed, so the surgeon decided to aggressively clean the trunnion and retain the stem. There was no reported product problem with the revised liner. The patient was revised with depuy products and the procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 11818910-2020-04634. 1818910-2020-09381 is being retracted as it is a report duplication. 1818910-2020-09381 will be kept for investigational purposes.